Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pa stated that it looked like the clips were closing at the distal tips but not proximal. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.